Manufacturer narrative:
Visual inspection confirms that the hexalobe is chipped and fractured. The driver is designed to be used in conjunction with the torque limiting t-handle which delivers the proper amount of torque to the set screws. Once the proper torque is achieved an audible click will be heard indicating the screws are properly seated and no additional torque can be delivered. The root cause of the fractured tip is likely due to wear as a result of improper loading before torque delivery through the tip. A review of device history records showed no manufacturing or processing related irregularities. Labeling review: warnings: risks identified with the use of these devices, which may require additional surgery, include device component failure, loss of fixation/stabilization, non-union, vertebral fracture, neurological injury, vascular or visceral injury. Possible adverse effects: initial or delayed loosening, disassembly, bending, dislocation and/or breakage of device components.

Event description:
It was reported that the driver had a piece shear off.